Event description:
It was reported during use of bd vacutainer® k2e 7.2 mg plus blood collection tubes, 1 tube contained foreign matter (plastic-like substance). There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received four (4) photos for investigation. The evaluation of these photos indicated the presence of an unknown foreign material inside the tube. A total of 100 retained samples were visually inspected, and no foreign material was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - other. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.